Manufacturer narrative:
The device was received fully deployed. Inspection of the download data found that the pod completed both priming sequences and was deactivated one pulse after the end of second prime. Timeouts occurred during priming in tandem with a failure of the rotational sensor to transition, indicating a drive stall occurred. The needle mechanism deployed as intended after manual reset of the needle mechanism. A rerun for the device was successfully performed. The timeouts and drive stall were not replicated during pod rerun. Investigation found no damages or deficiencies to the needle mech or drive mech that would contribute to the reported event. As the device was received deployed, it could not be conclusively determined if the drive stall prevented the device from deploying by the end of second prime. The cause of the reported event could not be determined. It could not be determined what caused the timeouts and drive stall. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported after wearing the pod for less than 1 hour, it was noticed the cannula had not deployed as intended. As treatment, a new pod was successfully placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.